Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr; qc 2: 3.1 inr; qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field: occupation - the occupation is the patient's wife.

Event description:
It was alleged that while using coaguchek xs meter serial number (B)(4), a patient was hospitalized and had a mini stroke. At 12:04 p.m. On (B)(6) 2021, the patient was tested using the meter, resulting in a value of 4.1 inr. The patient's warfarin dosage was allegedly decreased based on this value. The patient's normal warfarin dose is reported as 5 mg. For six days and 1/2 mg. For one day. The patient's warfarin dosage was allegedly decreased by 2.5 mg. For one day only. The patient then allegedly resumed the normal dosage schedule on (B)(6) 2022. The patient's therapeutic range is reported to be 3.0 - 3.5 inr. On (B)(6) 2022, the patient allegedly had dizziness and numbness in his limbs on the right side. The patient was allegedly hospitalized for covid and a stroke. It was reported that the patient's doctor stated that covid could have affected the patient's inr result. The patient was diagnosed with a transient ischemic attack (tia). The patient was allegedly tested in the emergency room at 2:00 p.m. On (B)(6) 2022 and the laboratory result obtained with an unknown method was 2.9 inr. The patient allegedly received a computed tomography scan, ultrasound, a blood test, and electroencephalograms (eeg), but no treatment was provided for the tia. The patient's carotid artery was examined and nothing was allegedly found, it was clear. The patient allegedly stayed in the emergency room for two days or 30 hours as there were no hospital beds available. The patient saw a neurologist on (B)(6) 2022 and the physician allegedly felt that covid was a contributing factor to the patient's tia. The neurologist reportedly did not see any evidence of stroke in the brain of the patient. The patient is reported to be in stable condition currently.